Event description:
It was reported that the patient was having difficulty charging the ipg due to it being crooked in the body. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks after implant.